Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found what looked to be pieces of the surgical drape wrapped around the right, front wheel of the patient side cart (psc). The fse removed 1 piece which measured almost 7 inches in length. Also, the fse found the rubber, wheel guards of both the right and left wheels to be torn and readjusted both pieces to not impede with wheel movement of the psc. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that after a da vinci-assisted radical hysterectomy surgical procedure, the customer observed the universal surgical manipulator (usm) 4 unlocked automatically when the customer was pulling the system back from the field, and it almost hit the surgeon while it was swigging. Upon reviewing logs, the technical support engineer (tse) found an error on usm 3. The customer stated that the issue occurred on both usm 3 and 4. The tse advised the customer to perform a hard power cycle on the patient side cart (psc). The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to obstruction of the patient side cart (psc) wheel assembly by surgical drape material.